Event description:
It was reported that there was a malfunction resulting in insufficient O2 during pre-use checkout. There was no patient involvement.

Manufacturer narrative:
A GE HealthCare Service Representative performed a checkout of the system and confirmed the reported issue. The Flow Control Valve was replaced to resolve the issue.Block A: No report of patient involvement. Legal Manufacturer:HCS Madison - 3030 Ohmeda Dr, USA Madison, WI 53718.